Manufacturer narrative:
The device was received deployed with the soft cannula not visible in the needle well. The pink slide insert was visible in the top housing viewing window and the linkage assembly was completely retracted. Investigation found the exposed portion of the soft cannula torn. The length of the soft cannula was measured to be out of specification. Due to the soft cannula being torn, the fluid did not flow through the complete fluid path. The download data does not contain any alarm, timeouts or drive stalls that would indicate a failure to deliver insulin. It could not be conclusively determined when this damage occurred.

Event description:
It was reported the patients blood glucose level rose to 435 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient gave shots of insulin.